Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
The customer reported they were receiving an error 3 message when inserting strips and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. There was no report of death, serious injury or mistreatment.